Manufacturer narrative:
According to the report, while at the booth at the (B)(6) meeting in (B)(6) informed cryolife that she was in (B)(6) last week and a hero patient had died. Additional information about the deaths including lot numbers, date of implant, date of event, and information regarding cause of death was requested. The cryolife representative received the following information from dr. (B)(6), the implanting surgeon on (B)(6) 2014, "I was finally able to speak to the implanting surgeon, dr. (B)(6), today at 4:45pm. She informed me there had only been two issues with the 5 hero patients she has implanted. One (1) had steal two weeks out and hero was explanted immediately. Patient is fine and receiving dialysis through catheter. The second patient presented to dr. (B)(6) with a "torn" graft which she said was caused by the dialysis center. She cut the hero graft portion near the shoulder and anatomized another ptfe graft to the left over hero graft and to the brachial artery. Over a month later the patient complained of chest pain and the patient was taken to ER where a cardiac catheterization was performed. Shortly thereafter the patient expired of an mi [myocardial infarction]. The patient was severely obese, hypotensive and "one maybe two" interventions were performed during the time the patient had the hero. She feels hero had nothing to do with the adverse event" field assurance confirmed with manuel pozo that the surgeon was in fact talking about the same two patients that were originally reported by donna syracuse, he stated that they were. Based on a conversation with the cryolife representative the information from dr. (B)(6) is the more reliable information. The information, in which she received from (B)(6), is from an unknown source and would have had to go through a translator. The information investigated in the file was that which came from dr. (B)(6). Multiple attempts were made to gain additional information from the hospital and the implanting surgeon. The manufacturing records for lots h14av007 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The instructions for use (IFU) lists vascular insufficiency due to steal syndrome as a potential complication. Table 2 of the IFU shows steal syndrome ranging from 2.6% to 3.8%, and 3.8% in arterial-venous grafts (avg). Gage, et. Al. Reported steal syndrome in 1.4% of their series. They speculated the "low observed clinically significant steal rate is a function of the intrinsic hemodynamics of the device where both the length of the device (roughly twice the length of conventional grafts) and the diameter (5mm ID outflow component) contribute to reduce the flow and preserve perfusion to the hand." Steal syndrome is not unique to hero graft; the IFU provides information to prevent steal syndrome after implant. The IFU's patient selection considerations states that target artery must have an inner diameter (ID) of at least 3mm to provide adequate arterial inflow to support the 6mm eptfe graft. At the end of implant instructions for the arterial graft component and artery connections the IFU states: "evaluate for steal syndrome during the implant procedure with doppler of the radial and ulnar arteries. If steal syndrome symptoms occur, consider surgical interventions such as: distal revascularization-interval ligation (dril), banding, though this may reduce the flow in the hero graft, proximalization of the inflow." Graft explant is also a previously published outcome resultant from steal syndrome. Since the operative notes are not available, it is not possible to further investigate the relationship of the hero graft implant technique or implanted location to the adverse event.

Event description:
The field representative spoke to the implanting surgeon. The surgeon said that the patient had steal syndrome two weeks out and the hero graft was explanted immediately. The information above which was received from dr. (B)(6) is the more reliable information. The information, which was received from deborah maier, is from an unknown source and would have had to go through a translator. At this time the complaint files are moving forward with the information above.

Manufacturer narrative:
Description of event, changed to "the field representative spoke to the implanting surgeon. The surgeon said that the patient had steal syndrome two weeks out and the hero graft was explanted immediately. The information above which was received from dr. (B)(6) is more reliable information. Information, which was received from (B)(6), is from an unknown source and would have had to go through a translator. At this time complaint files are moving forward with information above." Outcomes attributed to adverse event, changed to other serious type of reportable event, changed to serious injury this investigation is currently ongoing. Any additional information will be provided in follow-up report.

Event description:
The field representative spoke to the implanting surgeon. The surgeon said that the patient had steal syndrome two weeks out and the hero graft was explanted immediately. The information above which was received from dr. (B)(6) is the more reliable information. The information, which was received from (B)(6), is from an unknown source and would have had to go through a translator. At this time the complaint files are moving forward with the information above.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
A hero patient died. As it is unknown wether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1002.